Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that shaft detachment occurred. Vascular access was obtained via the left artery. The 81% stenosed, 26mm in length, eccentric, de novo target lesion containing a lesion bend between >45 and <90 degrees, was located in a moderately tortuous, moderately calcified and 3.5 in diameter left anterior descending artery (lad). A 28x3.50 omega¿ stent was advanced to treat the lesion. However, when the device was introduced to the lesion, the physician noted that the stent and balloon had detached before inflating the balloon. The physician removed the device by pulling the whole system out and completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable.